Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient with a history of gingivitis had to cease treatment due to exacerbation of their gingivitis. The patient also indicated they have chipped teeth due to treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.